Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving intrathecal lioresal (2000 mcg/ml, 120 mcg/day, lot number unknown) in an implanted pump for intractable spasticity and cerebral palsy. The patient medical history, and other concomitant medications were unable to be obtained. The surgeon reported the patient¿s pump incision opened and was infected. It was unknown when the issue occurred. The reporter was not aware of any issues that may have led or contributed to the issue. No diagnostics or troubleshooting were performed. The pump and catheter were explanted on (B)(6) 2016 due to infection and it was unknown if the issue was resolved as of (B)(6) 2016. The patient's status at the time of the event was stated to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.